Event description:
It was reported that no audio output occurred. The patient experienced no audio output from the mobile device. Patient reported that on saturday night ((B)(6) 2024) she did not receive any alarms at all that her reading was already low. She set her low alert to 70mg/dl; however, the alert sound did not go off. Even the urgent low soon alert did not make any sound. She ended up feeling unwell and when she checked her phone the estimated glucose value (egv) was low, and her blood glucose (bg) was 20 mg/dl. Her husband called an ambulance, and she was taken to the hospital. In the emergency room, she was unconscious for several hours. She was treated with multiple bags of sugar water/sugar saline through an IV. The patient was also treated for hypothermia by unspecified means. She was discharged from the hospital after 6 hours. At the time of the report 3 days after the episode, the patient was fine and stable. Data was evaluated and data investigation could not confirm the no audio alert on the mobile app. It was noted in the investigation window that patient did not cross or reach their high threshold of 300 mg/dl or their low threshold of 70 mg/dl on (B)(6) 2024. Patient crossed their low threshold of 70 mg/dl with an egv of 69 mg/dl at 1:03 am on (B)(6) 2024. Patient received their initial low alert at 1:04 am, which was vibration only. Five minutes later at 1:09 am, patient received another low alert at fifty percent volume. Five minutes later at 1:13 am, patient received another low alert at full volume. Five minutes later at 1:18 am, patient received another low alert at full volume. Five minutes later at 1:23 am the low alert was cleared, as patient began receiving their urgent low soon alert at that exact time, which was vibration only. Five minutes later at 1:28 am, patient received another urgent low soon alert at fifty percent volume. Five minutes later at 1:33 am, patient received another urgent low soon alert at full volume. Five minutes later at 1:38 am, patient received another urgent low soon alert at full volume. Patient continued to receive their urgent low soon alert at full volume until it was cleared at 1:48 am, as patient began receiving their urgent low alert at that exact time, which was vibration only. Five minutes later at 1:53 am, patient received another urgent low alert a fifty percent volume. Five minutes later at 1:58 am, patient received another urgent low alert a full volume. Five minutes later at 2:03 am, patient received another urgent low alert a full volume. Patient continued to receive their urgent low soon alert at full volume until it was cleared at 7:59 am, as patient glucose values rose above their low threshold of 70 mg/dl with an egv of 147 mg/dl. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.